Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a vascular procedure, the suture was used for a renal vessel anastomosis. The suture snapped right at the end of the anastomosis about four or five times. The patient was bleeding and 500cc's of blood was lost and the surgery was extended by over 30 mins as the anastomosis had to be done several times. Surgeon used a 6.0 instead to finish the case.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of four sealed products. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned samples. The visual inspection and functional evaluation of the sample had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time. Additional information: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes.